Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The system error 105 occurred upon powering the device on, thereby confirming the symptom. The issue was determined to have been caused by a failed motor with severed mount screws. The failed motor assembly and mount screws were replaced.

Event description:
During baxter's functionality testing, a spectrum pump had system error 105. There was no patient involvement.